Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating the gastric pouch in a laparoscopic bypass, the knife blade advanced and cut the tissue but the staples were not deployed completely. The first 10 mm of the staples were properly deployed, and then the next 20 to 30 mm the staples were not deployed. However, the last remaining staples were deployed. To complete the case they opened a new device. They re-created the gastric anastomosis and over sewed the entire staple line to fix the staple line. This event caused the surgical time to be extended by 30 minutes or more.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.